Event description:
It was reported, "altrus 5x36 handpiece was being used. Surgeon excised left ovary first. Right ovary had to be found under scar tissue. Right ovary was found and excised using altrus. Before closing, surgeon scoped the area and irrigated and the line where the right ovary was excised was bleeding and not fully sealed." That line had to be sealed using multiple alternative devices (gyrus and floseal). It was also reported that there was no injury to the patient.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 13chb006 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the products identity, quality, safety, effectiveness or performance were not identified during manufacture. The original altrus handpiece utilized in the procedure was not returned to conmed corporation for evaluation. The end-user had disposed of the instrument after the completion of the surgical procedure. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluation of the suspect device a conclusive determination of the root cause of the failure mode cannot be accomplished. The cause of the malfunctioning device remains unknown. The complaint investigation has not identified any manufacturing defects regarding the device; therefore, corrective action is not warranted at this time. Per the reported incident, the surgeon utilized the gyrus as well as floseal to stop the bleeding resulting from the device being unable to seal the vessels that were ligated. Conmed corporation is considering this complaint closed. Never returned from end-user.

Manufacturer narrative:
This is an FDA reportable event due malfunction of device resulting in patient bleeding that required alternate methods to control. This device is not being returned to conmed corporation; for, the end-user discarded the device. Upon completion of the quality engineering evaluation a supplemental report will be filed. Device discarded by end-user.